Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that during service / maintenance, the bronchovideoscope had no image. There were no reports of patient involvement.